Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysteroscopy with endometrial ablation, anterior and posterior colporrhaphy due to menorrhagia, pelvic relaxation syndrome. It was reported that patient underwent mesh removal on (B)(6) 2012 due to dyspareunia, pelvic pain and mesh eroding through rectum. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.